Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a DHR of the meter was requested. The device history review for meter (B) (4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Event description:
The customer's daughter reported the customer received erratic readings on their precision xtra blood glucose meter (date is unknown). The reported readings were: "10" mg/dl and 350 mg/dl. It was additionally reported the customer had a medical event in the (B) (6) 2010. The customer reportedly became pale and very dizzy, and they were taken to a hospital where they were diagnosed with severe hyperglycemia and treated with an intravenous medication (unknown) and insulin. The customer's daughter was unable to answer the reading troubleshooting survey questions at the time of the call, and later attempts to contact the customer were unsuccessful. There was no report of death or permanent impairment associated with this event.

Event description:
Complainant alleged that during functional testing, the device inappropriately shuts off after partial boot cycle. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete. Note: it is unknown how the customer could receive a reading of "10" mg/dl on their blood glucose meter as precision xtra meters are designed to give readings between 20 mg/dl and 500 mg/dl, and a "lo" display message will appear on the screen for readings below 20 mg/dl.